Event description:
It was reported that during a urinary organ procedure, the medical plug broke inside the device and came off during use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 02/03/2009. Info anticipated, but unavailable at this time.